Event description:
Complainant alleged that the medics responded to a call for a pt who had fallen off of a ladder. The medics monitored the pt's heart rhythm with the device in battery mode, and the pt then presented a ventricular fibrillation heart rhythm. The medics then analyzed the pt's heart rhythm and the device gave three "shock advised" prompts. The pt was shocked once at 120 joules, a second time at 150 joules and a thrid time at 200 joules. Upon the administration of the third shock, the medic heard a loud "pop" emanating from the device. The medics then attempted to analyze the pt's heart rhythm, but the device displayed a "pacer fault 117" message. The medics then obtained another device and continued pt treatment. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. Subsequent to the event, a 30 joule self test was performed on the device, but the device failed to charge and the screen displayed "bridge test failed" message.